Manufacturer narrative:
The company representative observed that the unit would not turn on. The company representative replaced the main pcb (B)(4). In an unrelated repair the safety disk (B)(4) was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shut down and there was a very strong burning smell being emitted from the unit. The patient was switched to another unit and therapy was continued. No patient injury was reported.